Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); the patient's attorney made no allegation related to the bard/davol ventralex st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2017 - patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the ventralex (device 1). As reported, the patient's attorney alleges a general claim related to the ventralex (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, mesh deformation, mesh migration thereby underwent mesh removal. The instructions-for-use supplied with the device list hernia recurrence, adhesions, migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). (B)(6) 2017 - patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the ventralex (device 1). As reported, the patient's attorney alleges a general claim related to the ventralex (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was incarcerated with preperitoneal fat was amputated. A small ventralex mesh (device #1) was placed in the hernia defect and pulled up the anterior abdominal wall using its straps and secured with sutures.¿ (B)(6) 2014 - patient was diagnosed with two incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was encountered with incarcerated omentum was dissected away. A second hernia defect which was superior to the first hernia had incarcerated omentum was dissected away. A large ventralex mesh (device #2) was inserted in through the hernia defect and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of ventralex mesh (device #2) and implant of ventralex st mesh (device #3). Per operative notes, ¿the previous mesh (device #2) was encountered. The superior aspect of the mesh had separated away from the fascia. The mesh (device #2) folded and distorted was excised. Multiple omental adhesions were taken down circumferentially. A large ventralex st mesh (device #3) was placed in the hernia defect and secured with sutures.¿ attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, hernia recurrence, pain and emotional injuries.